Event description:
This was reported as a venotomy closure of the left common femoral vein with a proglide device using a 9f sheath after a pulsed field ablation procedure. Reportedly, after deploying the suture, the lever was closed without any resistance; however, the device could not be removed as the foot would not close. When the device was manipulated in an attempt to close the foot, the foot broke, but remained intact with the device. A nick and spread was performed to free the device from the patient anatomy. The device was removed with the foot as one unit without incurring any vessel damage. The suture from the same proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; factors that contribute to the inability to retract the foot and include, but not limited to tissue or suture caught in foot. Device manipulation with the foot deployed likely caused the foot breakage and subsequent device entrapment. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D4- a partial UDI was provided as the lot number is not known.